Event description:
According to the literature, a retrospective study analyzed the risk factors associated with complications during percutaneous intra myocardial septal radiofrequency ablation (pimsra) using cool-tip rfa. Between january 2021 to october 2022, 101 patients were treated with 48 patients experiencing at least one post pimsra complication. Specifically, 39 patients developed pericardial effusion, 4 patients experienced pericardial tamponade, 3 patients had premature ventricular contractions, 4 patients encountered ventricular t achycardia, and 2 patients exhibited ventricular septal defects. Four patients experienced more than one pimsra complication.

Manufacturer narrative:
Literature events: author: hanzhi wang1, jifang cheng1, qi chen1, zhaoxia pu1 and huajun li1 title: analysis of risk factors for complications in echocardiography-guided percutaneous intramyocardial septal radiofrequency ablation source: https://doi.org/10.1186/s13019-024-02934-1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.